Manufacturer narrative:
(B)(4). Date sent: 9/4/2024. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. E1: unknown reporter. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: does the surgeon believe that there is an alleged design or manufacturing deficiency that many have contribute to the leak? No. Can more detail be provided on what the surgeon believes would be "user error" in this procedure? No. What was the cause of the anastomotic leak? See description.

Event description:
It was reported that during a low anterior resection, during firing, the surgeon was not able to approach the rectum as he wanted to, leading to a staple line in an angled direction. As a result, he needed to use 2 more reloads. Anastomosis was made using ecps. 5 days post-op, patient had to be taken into surgery because of anastomotic leak. Patient had to be re-operated and is in ICU.